Event description:
The customer reported that during a cardiac ablation procedure in the cath lab, the pt experienced blisters on the skin at the return electrode site. The pad was placed on the left-hand side of the pt¿s lower back. The incident pad is not available for eval. No further info was provided by the site.

Manufacturer narrative:
(B)(4). The site reported the incident sample is not available for eval and no further info is available. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer¿s solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increased risk.